Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 22:25:58. During night drain cycle 1, the patient's ultrafiltration reading was 1350ml, indicating the home patient drained 1350ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice and homechoice pro apd systems patient at-home guide gives the warning that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.